Event description:
Related manufacturer reference number: 2017865-2022-16846. It was reported that the patient presented to the emergency room experiencing palpitations. Upon review, the right atrial lead exhibited over-sensing noise. The atrial lead was explanted and replaced. During the explant procedure the insulation wear on the right ventricle lead was noted. The right ventricle lead was also explanted and replaced. Patient was stable.